Manufacturer narrative:
A philips service engineer was not able to repair the device; therefore, it could not be confirmed if it failed to meet specifications. The service proposal for repair has expired with no customer approval. It is unknown what the outcome of the service event was, and no further information will be obtained at this time. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device presented failures in regard to the pressure measurement. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.